Event description:
I used renu with moisture loc+ bausch and lomb contact lens saline solution from 11/04/1990 - 03/15/2006. I went to the ophthalmologist and was treated for my left eye. On 03/15/06, I was examined by dr due to irritation, extreme redness, pain, especially when in light, constant running. Upon examining my left eye had lost vision for approx 2 wks. Meds were antibiotic drops, steriod drops, and pain drops. Also pain pill.